Event description:
It was reported that a spectrum pump was pulling fluid from both the primary and secondary IV bags during a secondary infusion. The customer stated that she believed that the pump was not at fault, and thought they were running the pump at too high a rate to properly perform a secondary infusion. The customer did not wish to send the device to baxter for eval, nor could they identify the device involved in this incident. The customer did report that the patient was not harmed due to this issue. There were no other event details that could be provided by the customer.

Manufacturer narrative:
MFR reference number: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr).